Event description:
The customer's father reported on (B)(6) 2014 his daughter's blood glucose and insulin history are as follows: time: 10:47 am, bg (mg/dl): 113, bolus (u): 2.0; 3:32 pm, 282, 3.32. At 3:39 pm, the pod was removed and he noticed the cannula was bent. He was able to activate a new pod. At 4:45, 396; 5:45, 194.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.